Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (bathroom). Test strip UDI#(B)(4). Note: manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 115 -116 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the bathroom. The test strip manufacturer's expiration date is 07/25/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1:328 mg/dl, date:(B)(6) 2018, time:02:14 pm, fasting; result 2:232 mg/dl, date:(B)(6) 2018, time:03:49 pm, fasting; result 3:241 mg/dl, date:(B)(6) 2018, time:11:02 pm, fasting; result 4:143 mg/dl, date:(B)(6) 2018, time:08:52 am, fasting; result 5:249 mg/dl, date:(B)(6) 2018, time:09:20 pm, fasting. The customer is stating that when he compares the results from his meter to his physician's meter (at scheduled routine visit) it is reading 100 points difference.